Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV, double capsule, and inflammation. Healthcare professional also reported "lymphorrhea"; this is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade unknown. Effected side unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, a curved opening on anterior, and fold creases. A microscopic analysis was performed which identified: a crease sharp opening on anterior. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, double capsule, and inflammation. Healthcare professional also reported "lymphorrhea"; not device related. The device has been explanted and replaced. This record relates to the right side.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, double capsule, and inflammation. Healthcare professional also reported "lymphorrhea"; not device related. The device has been explanted and replaced. This record relates to the right side.